Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to oversensing with noise on the right ventricular (rv) lead. The rv lead was suspected to be fractured. The lead was programmed off and will be revised in the future. No patient complications have been reported as a result of this event.